Event description:
I purchased a malem bedwetting alarm from malem medical, (B)(4). The alarm reached me in a torn and tattered box. I contacted the MFR but there was no reply. I connected the alarm the next night on my(B)(6) y/o son. As soon as he wet the bed started crying. I woke up, ran to him and noticed that he had successfully managed to take out the alarm and sensor, and he told me that the alarm overheated. He had a red patch on his chest and neck. We rushed him to our family dr who treated him and surprised to know what happened. Our dr told us to inform the FDA about this issue. Your dept needs to look into this issue and take corrective action immediately. I have contacted the MFR twice, however, they have gone silence with no response whatsoever. FDA safety report ID# (B)(4).